Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to transfer the patient back to the correct room. A technical service engineer truoble shooted and found that patient is not appearing on the medstation es. So, transferred the patient back to the correct room. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue in patients details which does not updated in pyxis medstation. The customer reported that the user was able to get the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.